Event description:
Customer received a glucose result of 148 mg/dl on their freestyle flash blood glucose monitor. They then reported feeling numb, disoriented, shaky, fatigued, and as if they were going to lose consciousness. The customer's friend walked her to a local restaurant where the customer ate and took a glucose tablet. Paramedics were called, and customer was transported to a local hospital for treatment and was diagnosed with hypoglycemia. Exact treatment administered in order to stabilize glucose levels is unknown.

Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips with lot number 0707231. Complaint is not confirmed. Returned meter powered on with button depression and insertion of known good test strips. Performed 3 low, 3 mid, & 3 high control solution tests and all 9 results were within range.